Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt experiences uncomfortable heating at the ipg site within 15 minutes of turning stimulation on. The heating is not present with stimulation off. The physician verified the issue. X-rays revealed no anomalies. Surgical intervention is scheduled to address the issue.